Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and moderate calcification in the renal artery. A .014" guide wire was advanced and crossed the lesion successfully. A 7.0 x 18 mm herculink stent delivery system (sds) was advanced, but when crossing the lesion the stent dislodged. A snare device was used to retrieve the dislodged stent. A 7.0 x 18 mm herculink sds was used to complete the procedure. The patient is doing fine. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The dislodged stent was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no indication of a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to confirm the reported dislodgment.